Manufacturer narrative:
As of today, no additional information is available and at this time, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information indicated that the patient underwent a surgical revision procedure where the device was explanted and replaced. A request for the return of the device was made.

Manufacturer narrative:
(B)(4). As of today, the device has not yet been received for analysis. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information via a latitude red alert that this cardiac resynchronization therapy-defibrillator (crt-d) displayed a high, out of range shock impedance. An attempt to obtain additional information has been made. No adverse patient effects were reported. The device remains in service.